Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented to the emergency room with pre-syncopal symptoms, non-sustained rv oversensing due to post-paced t-wave oversensing was observed. Programming changes were made. Patient was stable and will be monitored normally.